Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected in dwell 2. The caregiver (cg) noticed that one of the 2 supply bags were not fully connected to the line. The technical service representative (tsr) explained that the supplies were now compromised and the cg was to start over with all new supplies. The tsr advised the cg to call the registered nurse (rn) in the next 24 hours to inform her of what happened. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be a loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.